Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The air gas modules, control printed circuit board (pcb) and monitoring printed circuit board pcb were found defective and replaced. After replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The received device logs confirmed the reported failure. The replaced parts were not returned for investigation, therefor the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator alamed for high o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).